Manufacturer narrative:
Date initial report sent: 09/26/2008.

Event description:
Procedure type: lap chole. According to the reporter: prior to insert, the tip of obturator had been retracted (blade was exposed). This device was not used on the patient. The procedure was completed with another. No tissue damage. No bleeding. Nothing feel into the cavity. Extended or time: unk. Pt status: ok. No further pt info available.